Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Enduser advised has an extra psfmj6 joystick he uses on the chair as a back up and if you are driving the chair and hit the display it will change drives or go blank and if you hit it again it will go back to original drive.